Event description:
Mins. Pitocin connected to main IV(intravenous) line at closest port to patient @0314 and set to delay. 2nd rn at bs verifying pitocin initiation. Patient up to bathroom and unplugged fhr(fetal heart monitoring (fhr)) monitors and back to bed @0317 and pitocin pump restarted a 1 mu. Monitor pieces plugged back in @0317 and fhr initially in 140s, but audible decel heard by rn at bedside. Patient turned to l side and pitocin channel paused @0319, additional rns to bedside including charge rn. Pitocin channel turned off @0320. Rns palpating patient's uterus during decel, contractions palpating as strong and uterine tone palpated as strong. Ob hospitalist called to bedside and fhr returned to 120s @0324. @0327 rn assessed IV pump; detaching pitocin line from main IV line. Rn noticed pitocin channel was off, but still dripping medication. Approximately 100 mls of pitocin missing from pitocin bag. Pitocin bag and line along with IV brain and channels removed from patient room. New IV brain and channels connected to IV with maintenance fluids running. Charge rn and on call md (medical doctor) notified of pump malfunction. Patient and spouse informed of pump malfunction and side effects of increased pitocin dosages. Patient requests epidural placement due to pain and not feeling breaks between contractions. Rn call back to on call md to notify of moderate contractions with minimal return to soft resting tone and fetal tachycardia; order received for terbutaline. Terbutaline given @0342.